Event description:
On 4/1/98 during a 4 vessel arteriogram, a wire was passed thru needle into the right femoral artery. Some difficulty was experienced passing the wire. A 5.5 fr h1 cerebral catheter was advanced over the wire into the aortic arch. Catheter did not appear long enough. There appeared to be some coiling of the catheter in right groin area, catheter was straightened and a stiffer wire was placed. There appeared to be some difficulty in exchanges & movement of the catheter. A "pop" was heard. A sheath placed with difficulty. Then removed it was cracked. Wire most of the sheath were removed. Exam completed on it. The right groin was "fluored". A piece of sheath still remained in pt also noticed that the h1 catheter was shorter than it should be. The pt went to surgery 4/1/98 for exploration of the femoral arteries with repair of the profunda fem. Artery puncture site, removal of portion of arteriographic sheath & subsequently a portion of the arteriographic catheter. Pt stayed in hosp. Overnight & discharged the next day.